Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was discovered within a cysto/bladder irrigation set. The pm was further described as, ¿small cardboard or wood was found inside¿. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.